Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in march 2002. Aneurysm and vessel morphology are unknown. It was reported that the patient developed a type I endoleak and in 2004 a 28 mm aortic cuff was implanted proximally to treat the endoleak. During the same procedure a 16 mm x 5.5 cm iliac extension cuff was also implanted for distal fixation. No clinical sequelae were reported, and the patient is reported to be fine.